Event description:
It has been reported to philips that the z-rotation cover has a possibility to fall off. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not affected by fco: the z-rotation cover has a possibility to fall off . It was identified that the system ip configuration contains flexarm due to which the fco was not affected. The work order has been cancelled and no service has been provided from the philips. The codes were updated based on the investigation outcome.